Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was explanted and replaced with a biopros thetic valve. There was no allegation against the ring, the physician decided a valve would better repair the issue. No adverse patient effects were reported.